Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that while transferring a pt that was being paced in ambulance. The pt was transferred to hospital's heartstart mrx, where demand mode pacing was continued. However, after 10 mins demand mode pacing stopped. A second hosp heartstart mrx was used for demand mode pacing. However, after 10 mins, demand mode pacing stopped. The original heartstart mrx in ambulance, was used to pace the pt in demand mode with success. There was no reported pt impact.